Event description:
A volume discrepancy problem was reported: "actual residual volume is greater than the expected residual volume." It was initially noted that the hcp (health care provider) stated they have 6 ml extra than what they expected at the last refill. In addition, pt was not getting her bolused for a while, it was unclear since when, except for "awhile". It was noted that she was pushing both bolus and selector button and was getting locked out. On (B)(6) 2011, physician temporarily re-programmed pump so pt could try to administer bolus 10 minutes after pump update. Pt was able to successfully administer bolus 12 minutes later. Physician re-programmed pump to a longer bolus interval lockout before pt left. Pt had no obvious symptoms of inadequate pain relief other than not getting her boluses. Drugs noted were "other stimuli drug for pain."

Manufacturer narrative:
(B)(4).